Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, no capture was noted on ra lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A partial distal portion of the lead measuring 38.8 cm was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.